Event description:
It was reported that this pacemaker was operating in safety mode, which permanently limits device function. This pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.